Event description:
It was reported that the patient said she feels pain. The zimmer biomet sales representative recommended the wear the stim for 2 hours today and tomorrow, then 3 hours for the 2 days after, and increase an hour every 2 days. The sales representative told the patient that she would report the pain complaint, and someone might reach out to her. The patient stated that she wears the slfx 3 coil on her fibula. The patient reported that the pain is below the skin. The patient stated that the pain feels the same as when her fibula bone was grafted. The pain that she experienced has reached as high as a 10 on a scale of 1 to 20 but is usually at a 7. The patient also stated that her leg has been swelling but she will try using the unit later today. The patient spoke to the doctor about the pain, and he stated that the pain was to be expected and she has not been prescribed anything. The patient has not recently increased their daily activities nor taken any over-the-counter medication for the pain. Zimmer biomet recommended that the patient contact her doctor about the swelling before using the unit again and explained the time test to the patient. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient said she feels pain. The zimmer biomet sales representative recommended the wear the stim for 2 hours today and tomorrow, then 3 hours for the 2 days after, and increase an hour every 2 days. The sales representative told the patient that she would report the pain complaint, and someone might reach out to her. The patient stated that she wears the slfx 3 coil on her fibula. The patient reported that the pain is below the skin. The patient stated that the pain feels the same as when her fibula bone was grafted. The pain that she experienced has reached as high as a 10 on a scale of 1 to 20 but is usually at a 7. The patient also stated that her leg has been swelling but she will try using the unit later today. The patient spoke to the doctor about the pain, and he stated that the pain was to be expected and she has not been prescribed anything. The patient has not recently increased their daily activities nor taken any over-the-counter medication for the pain. Zimmer biomet recommended that the patient contact her doctor about the swelling before using the unit again and explained the time test to the patient. It was reported that no further information is available. No product was returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.